Event description:
It was reported that, "the surgeon removed spanning external fixator, and put on a proximal tibia plate. She used a 14 hole plate. The plate was applied with the proximal tibia targeting system. The last 2 holes in the shaft the screws jammed and were left proud. The drill guides were used. Holes were not pre-tapped. Screws were started on pawer and finished manually. No torque limiter was used."

Manufacturer narrative:
Devices remain implanted. No eval will be performed. If the device or add'l info becomes available, it will be reported on a supplemental report.